Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The coil delivery wire was not returned for analysis. Visual examination of the returned device revealed that the main coil was stuck inside the distal end of the catheter and was removed by flushing it out. The main coil was kinked, stretched out and tangled at the main coil junction. Functional testing could not be performed due to the damaged condition of the returned device. Information available indicated that the device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the coil delivery wire was retrieved after coil detachment, the coil had migrated from the aneurysm. The proximal part of the coil was lodged at the tip of the microcatheter when the microcatheter was pulled out. Medical intervention was performed with the guidewire attempting to push the proximal part of the coil into the aneurysm through the microcatheter, but the coil could not be pushed out from the microcatheter. The coil was finally retrieved along with the guide catheter and the microcatheter. There were no reported clinical consequences to the patient and the patient is reported to be in stable condition.

Event description:
It was reported that when the coil delivery wire was retrieved after coil detachment, the coil had migrated from the aneurysm. The proximal part of the coil was lodged at the tip of the microcatheter when the microcatheter was pulled out. Medical intervention was performed with the guidewire attempting to push the proximal part of the coil into the aneurysm through the microcatheter, but the coil could not be pushed out from the microcatheter. The coil was finally retrieved along with the guide catheter and the microcatheter. There were no reported clinical consequences to the patient and the patient is reported to be in stable condition.